Event description:
It was reported to bsc on 12/02/2006 that a "new jagwire was opened to perform ercp. Upon insertion of wire through the cannula, the hydrophilic tip of the wire peeled off..." The patient's gender and age I unknown. The procedure was completed "using a different wire." Although there were no adverse effects reported for the patient multiple attempts to obtain additional information were not successful. Please note the associated medwatch #6000123-2006-00100.

Manufacturer narrative:
Information supplied in section f was completed by the manufacturer based on information obtained from the user facility. This device has been received by this manufacturer, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. Following completion of the engineering evaluation, if relevant details become availabe, a supplemental medwatch report will be forwarded under the appropriate sequence number.